Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of two 6/7f mynxgrip vascular closure devices (vcd) was unknown if it was deployed to the proper location and then dislodged; however, upon removal it was noted to be partially into the tissue, and attached to the mynx wire. The balloon of a third 6/7f mynxgrip vascular closure device (vcd) lost pressure and collapsed. It is unknown if the balloon lost pressure after being pulled to the arteriotomy due to a leak or rupture. It was tested without incident prior to insertion. The balloon was pulled through the arteriotomy deflated. The device never deployed as the device slid out. The customer ended up holding manual pressure without incident to the patient. The mynx vcd was prepped according to IFU instructions. The advancer tuber was held in place while removing the balloon from the access site. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. There was no prior pta, stent, or vascular graft in the common femoral artery. The procedure was a percutaneous coronary intervention (pci) procedure with an antegrade approach from the left groin access in usual fashion with a 6f non-cordis sheath. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Event description:
As reported, the sealant of two 6/7f mynxgrip vascular closure devices (vcd) was unknown if it was deployed to the proper location and then dislodged; however, upon removal it was noted to be partially into the tissue, and attached to the mynx wire. The balloon of a third 6/7f mynxgrip vascular closure device (vcd) lost pressure and collapsed. It is unknown if the balloon lost pressure after being pulled to the arteriotomy due to a leak or rupture. It was tested without incident prior to insertion. The balloon was pulled through the arteriotomy deflated. The device never deployed as the device slid out. The customer ended up holding manual pressure without incident to the patient. The mynx vcd was prepped according to IFU instructions. The advancer tuber was held in place while removing the balloon from the access site. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. There was no prior pta, stent, or vascular graft in the common femoral artery. The procedure was a percutaneous coronary intervention (pci) procedure with an antegrade approach from the left groin access in usual fashion with a 6f non-cordis sheath. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation. Complaint 1 addendum: per product evaluation a longitudinal tear in the balloon of the returned device was found.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of two 6/7f mynxgrip vascular closure devices (vcd) was unknown if it was deployed to the proper location and then dislodged; however, upon removal it was noted to be partially into the tissue and attached to the mynx wire. The balloon of a third 6/7f mynxgrip vascular closure device (vcd) lost pressure and collapsed. It is unknown if the balloon lost pressure after being pulled to the arteriotomy due to a leak or rupture. It was tested without incident prior to insertion. The balloon was pulled through the arteriotomy deflated. The device never deployed as the device slid out. The customer ended up holding manual pressure without incident to the patient. The mynx vcd was prepped according to IFU instructions. The advancer tuber was held in place while removing the balloon from the access site. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. There was no prior pta, stent, or vascular graft in the common femoral artery. The procedure was a percutaneous coronary intervention (pci) procedure with an antegrade approach from the left groin access in usual fashion with a 6f non-cordis sheath. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for analysis. A non-sterile ¿mynxgrip vascular closure device 6f-7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant was observed to have been exposed next to the engaged shuttle end. The procedure sheath was not returned with the device, and the syringe was received separated from the received device. In addition, the balloon was observed fully deflated. Per functional analysis, leak testing was performed revealing a leak in the balloon. Visual inspection at high magnification showed that the sealant was exposed next to the engaged shuttle end and a longitudinal tear in the balloon was noted. The reported event of ¿sealant-sealant dislodged¿ for (comp-2024-09471-1) was not confirmed as the sealant was observed to have been exposed next to the engaged shuttle end, this indicates that the sealant was not deployed at the access site. In addition, the reported ¿balloon - balloon loss of pressure¿ was confirmed as a longitudinal tear in the balloon was noted upon microscopic magnification. However, the exact cause of the reported events cannot be conclusively determined. Based on the information available for review and the product analyses, access site vessel characteristics (although reported with no calcium in the vicinity of the puncture site) and/or concomitant device factors may have contributed to the reported event since a calcified vessel or a damaged procedural sheath, stent, or graft can cause damage to the balloon. Patient factors and/or handling factors of the device may have been contributing factors. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. The safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. The information available for review, nor the product analysis suggest the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.